Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's blood glucose dropped to 3.3 mmol/l, which was treated with glucose juice. The customer's current blood glucose is 10.7 mmol/l. Troubleshooting was initiated for the insulin pump. The reservoir was showing the same amount of insulin as shown on the status screen. The customer was able to rewind and complete the load reservoir and fill tubing process without incident. There was no MRI or high magnetic field exposure either. However, the caller stated that upon reviewing a report, the insulin pump programmed a 5.0-unit bolus that nobody remembered programming at all. The caller stated that the customer's insulin pump is blocked automatically, and they were worried that the device may be delivering insulin without being programmed. The insulin pump will be returned for analysis and a replacement device will be shipped to the customer.